Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a defective stylus. It was also noted that the keyboard slides, hinges and cable were broken. The cord bay and rear display cover was broken. The company logo button, upper and lower bullets were missing. The system fan was noisy. The housing was damaged. The keyboard housing was broken. The radiofrequency head cable was worn but functional and the anti-slip layer was ripped off. The top cover light emitting display window of the radiofrequency head was broken. Errors were identified in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.